Event description:
Physician attempted to place the device. Tube would not pass through gastric wall despite the presence of t-fasteners and prior tract dilation. T-fasteners broke resulting in the failure to complete the procedure. Pt required surgical placement of g-tube. Reporter stated the tube had a larger diameter and less tapered tip. One pt involved.